Event description:
It was reported to nova biomedical that a consumer received a result of 467 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 166 mg/dl. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use and the test strips were determined to be in range. The difference in the consumer's readings was determined to be clinically significant. The test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.